Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via remote transmission that the patient received inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Also noted was non-sustained lead noise due to sensing latency on the far field channel. Programming changes were recommended.